Manufacturer narrative:
The getinge field service engineer replaced the video generator board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by technician of the maquet failure analysis and testing, fat, department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1182 sn: (B)(6) video gen. Board. This part was received with a reported unit failure message of touchscreen calibration fails. Performed visual inspection of this part received and part looks to be in good condition. Installed video gen. Board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed touchscreen calibration and passed. The fat dept. Could not verify the failure message of touchscreen calibration fails. Video gen. Board passed testing. Retaining video gen. Board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed the touchscreen calibration. There was no patient involvement.